Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor resistor. Insulin pump passed displacement test, rewind test, basic occlusion test, self test, and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was unknown. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.